Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that across follow-ups, the pulse generator had yielded inconsistent device longevity values. The device remained implanted. No patient symptoms were reported.